Event description:
Complaint alleged that the pt left intermediate siderail will not latch, no injury reported. Bed out of commission for service.

Manufacturer narrative:
Technician found that the pt left intermediate siderail will not latch, lubricated latching mechanism to resolve this issue. Bed was out of commission for service.